Event description:
It was reported that during a breast biopsy procedure, the acral part of the flexible introducer was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/24/2008. Information anticipated, but unavailable at this time.